Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope displayed a green image and error 842 and error 848. There are no reports of patient harm.

Event description:
It was reported that the rigid videoscope displayed a green image and error 842 and error 848. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a crack in the coverglass and b30 error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunctions: the most probable cause of the complaint was traced to a component failure - the r-unit (charged coupled device) is broken and therefore the image is green. The video cable is broken and therefore error b30 occurs. A definitive root cause could not be identified for the coverglass of the insertion section being cracked. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.